Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test, and the device alarmed during the basic occlusion test as a result of a loose drive support disk. The insulin pump had missing end cap sticker and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump alarmed motor error during rewind. Troubleshooting was performed, and the displacement test passed. It was mentioned that the end cap sticker is detached, and the customer does not know how it happened. No further information was provided.